Event description:
It was reported that during a diagnostic bronchoscopy procedure under general anesthesia, the probe was not spinning while probe connected to probe driving unit. The intended procedure was for diagnosing cancer and the provider was unable to obtain diagnosis with the device. Therefore, the procedure was completed by switching to fluoroscopy and was prolonged for more than 30 minutes. There was no harm or injury reported.